Event description:
Hill-rom received a report from the account stating the head section would self-run when the bed is plugged in. The bed was located in the maintenance shop at the account. There was no patient/user injury reported. This reported was filed in our complaint handling system as complaint#: (B)(4).

Manufacturer narrative:
Hill-rom technical support suggested isolating the side rails. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the main power control board to resolve the issue. Based on this info, no further action is required.